Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that the patient stated that their controller got stuck at 90% when they went to deliver a bolus. The agent walked patient through clearing data and patient was able to successfully connect to their pump. The patient was allowed 12 boluses a day. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
G3: the aware date has been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that the handset was lagging at 90% for about 3 minutes. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag. When asked for the event date, patient said that it was pretty much as soon as they got the replacement handset. Agent found that the handset was replaced since the handset screen kept turning completely orange.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.